Manufacturer narrative:
(B)(4).product does not returned for evaluation yet.most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 98 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking insulin to manage diabetes. Customer provided that they have not had any recent changes to diet. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 164 mg/dl and 177 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/26/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results (time not set): (B)(6). Adverse event not reported.